Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. Pump underwent functional testing for pressure failure, and the customer's complaint was confirmed. The root cause was determined to be the faulty micro processor board, which was then replaced.

Event description:
Information was received that a smiths medical cadd solis vip is defaulting its settings on its own.